Event description:
Same case as MFR report #: 2134265-2011-03272. It was reported that during a stenting treatment procedure, a stent dislodged. The patient presented with angina and mi without st elevation. Using a right radial approach, the procedure treated the 99% stenosed very long lesion located in the calcified mid left anterior descending (lad) artery, not ideally suited to pci. The patient was morbidly obese and felt to be a very high risk for CABG surgery. The lesion was an acc/aha type "c" high risk lesion for intervention with timi 3 flow in the vessel. Treatment used pre-dilation with 2 apex balloons performing multiple inflations at maximum inflation pressure of 8 atm's. Next, two ion stents a 2.75x38mm monorail (mr) and 2.75x38mm over the wire (otw) were placed across the lesion deployed at 16 & 18 atm's. Then balloon angioplasty was performed using 6 additional apex balloons with multiple inflations between 15 - 18 atm's. A 3.0x16mm ion otw stent was then advanced with the intention of overlapping the previously placed stents, but it was decided the stent was not long enough and it was going to be removed and replaced with a longer stent. When doing this, it was felt the 3.0x16mm ion stent may have caught on the previously placed 2.75x38mm mr ion stent suspected to be not fully apposed, causing the 3.0x16mm ion stent to shear off the delivery system dislodging in the proximal lad. The lad was rewired with difficulty and two additional ion stents (3.0x32mm otw, 3.5x20mm otw) were deployed at 14 & 16 atm's, successfully crushing the dislodged stent in the lad. Additional balloon angioplasty was performed with two apex balloons with multiple inflations at 12 atm's. Following intervention, there was good angiographic result with 0% residual stenosis and timi 3 flow. Patient assigned lifetime plavix. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).